Event description:
The pt had the device placed during an incisional hernia repair. Prior to tying all sutures down, the surgeon noted a tear along the suture line. The tear was repaired and the case was completed. The pt recovered without complications. There is no serious injury with this event, but the procedure was prolonged, and there is a risk of serious injury if the event were to re-occur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method: review of info reported to lifecell. Review of device history records. Query of lifecell complaint management database for any similar complaints reported against this lot. Results: review of the device history records results in no remarkable findings; lot met qc release criteria including mechanical testing. At the time of initial investigation, (B)(4) grafts were distributed from lot s10645, including 58 grafts that were reported as implanted. As of (B)(4) 2011, there were no other complaints reported to lifecell against this lot. Conclusion: there is no serious injury with this event, but the procedure was prolonged, and there is a risk of serious injury if the event were to reoccur.